Event description:
As reported by the end user, the contrast control syringe was not attaching properly to the manifold. This has allowed air to enter into the fluid management system. No air was injected into the pt. Consequently, there was no harm to the pt. The reported defective device was replaced with a new one and the procedure was completed without further issue.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a f/u medwatch.